Event description:
After using allisonmedical 1ml surecomfort syringes from a compounding pharmacy, one broke off (the needle part). One was cracked and split when drawn up and spilled the expensive medication. This both occurred same batch same day. I have the syringes and pics. Ref report: mw5155549.